Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the x-ray gauze was shredding. Superficially shreds fall in patient after removing from surgical wound. There was a delayed just a few minutes to pick out the shreds. There was no patient injury.